Manufacturer narrative:
The device has not been returned for eval yet. It is expected back. Once the device has been rec'd and evaluated a follow up MDR will be submitted.

Event description:
"The pt underwent a robitic assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy for fibroid tumors. During the procedure, one of the blades on the robotic scissors broke off. Device usage problem: device failed (e.g., broke, couldn't get it to work or stop working)". During isi's investigation it was determined that the broken blade was removed from the pt and the procedure was successfully completed without significantly lengthening the procedure.